Event description:
It was reported that the system would not display an image. No pt injury was reported.

Manufacturer narrative:
A ge representative evaluated the system and reseated circuit boards and reloaded the fluoro functions board and generator interface board instructions. The system operates as intended.